Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted on (B)(6) 2019. The patient reported a skin reaction from the sensor adhesive. The reaction was described as a plaster allergy with a blister. The patient had been to the doctor and hospital for examination of the skin. It was treated with an unspecified cream from the doctor but was still present several weeks later at the time of the report. No additional event or patient information is available.